Manufacturer narrative:
The investigation has been completed. A device history record (DHR) was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The root cause was not determined. Probable causes that could lead to the reported event include an external force that was applied to the distal tip. The instructions for use (IFU) states: ¿do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result.¿

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the dunk leak test was unable to be performed due to a damaged probe unit. Peeling of the cement of the objective lens was found. A smear was observed while inspecting the image as well as 15 broken elements from the ultrasound image. No other issues were observed during the evaluation. If additional information is provided a supplemental report will be filed.

Event description:
A user facility reported breakage of the black tip of the valve during reprocessing of the gastrovideoscope. No patient involvement of injuries were reported. No additional information has been obtained.